Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a generator change-out due to eri, high, out of range impedance and high capture threshold were observed. The lead was capped and replaced on (B)(6) 2018. There were no patient consequences.